Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿one time they accidently touched the transfer set¿. The peritonitis was manifested by abdominal pain and fever. Nineteen days after event onset, the patient presented to the emergency room and was hospitalized for the peritonitis event. The patient was treated with cefazolin (no further details) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the peritonitis was ongoing, and the patient was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.